Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed after firing two clips. Unknown if the device was on tissue. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. A batch record review was performed, a defect was found during the manufacturing of this batch but was not related to the event description.